Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 20533055/21140807.

Event description:
It was reported that the patient was no longer getting adequate therapy. The patient underwent an explant procedure and was doing well post-operatively. All explanted devices were discarded by the facility.